Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation tests". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)/chronic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (hysterectomy(partial)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, urinary tract infection, hormone level abnormal and fatigue outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for- menorrhagia. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury to herself was updated with new events dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding), bladder problems, urinary tract disorder, bladder infection, vaginal infection, vaginal discharge, urinary tract infection, hormonal imbalance, fatigue and she didn¿t undergo essure confirmation tests were added. Reporter and patient demography added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.